Event description:
A customer using the product was experiencing frequent runs that had the low positive contro (lpc) failing due to being out-of-range low. They developed their own protocol that allowed results from the run to be reported if at least one of each of the control replicates were valid. A total of 120 patient samples from 5 invalid runs were reported. The patient treatment was not impacted since the customer reviews patient history to determine if the current results correlate with previous testing. In addition, some of the samples were retested and the repeat result showed good correlation to the initial result with less than 0.2 log (B) (4) titer difference observed. Product labeling clearly indicates all data generated in the same run as with a failed control is to be considered invalid and the test repeated.

Manufacturer narrative:
There is no evidence of product malfunction. An internal investigation is underway to determine the cause for the control falling out of range. The customer was advised to follow instructions for use of the test. Specifically the customer was advised that results from invalid runs should not be reported and that samples be retested and monitored against baseline titers if they were previously reported from invalid runs. (B) (4).